Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b5: describe event or problem g6: type of report h1: type of reportable event: corrected h2: follow up type h11: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the screwdriver fractured at the tip. Procedure was completed.